Manufacturer narrative:
The hawkone was returned connected to a cutter driver. No other ancillary devices were received. A visual inspection of the device was completed. The cutter driver power switch was in the off position. No damages were observed to the slider cover assembly or torque shaft. The distal assembly was inspected and the cutter was retracted back into the cutter window. It was discovered the housing was damaged approximately 0.3cm distal the cutter window. Coils from the housing were bent and protruding out from the tecothane of the housing assembly. The guidewire tubing below the cutter window was inspected and noted a zipper tear throughout the entire segment of guidewire tubing for the housing. The guidewire tubing of the rotating tip was intact. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a hawkone h1-m and a 7mm spider with a 6fr 30mm non medtronic sheath and a 0.014 spider guidewire as per the IFU to treat a moderately calcified lesion with cto (chronic total occlusion 100%) in the proximal right lilac and superficial femoral artery. No anatomy abnormalities were reported. The vessel was pre and post dilated. It was reported that severe resistance was encountered during withdrawal and the tip of the device was damaged. The physician reported that after completion of first pass, the was difficulty closing the thumb switch of the h1-m. The physician tried to withdraw the h1-m and it got hung up at the sheath. He advanced and rotated and noticed by fluoro that the wire had prolapsed down and was coming out just distal to the tip. He struggled to get both the h1-m and spider out and was eventually successful; however the 6f sheath had to be replaced. The damaged tip did not require retrieval from the patient. It has been confirmed that although the physician had difficulty getting the device to turn off, the thumb switch was advanced, and the cutter returned to the housing for removal of the device from the patient. The procedure was completed by replacing all the components (new sheath, new 7mm spider, new h1-m). No patient harm was reported.